Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was booting to a red screen, biomed had tried reseating the circuit boards and connectors but the issue had not been resolved. The device would be coming in for an assessment. Per investigator notification received on 10jul2023, it was reported that the missing retaining bolt stud left side of shell in the middle leaving an open hole. Hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Per investigator notification received on 12jul2023, it was reported that the root cause of the red screen was determined to be a failed isolation circuit card and a failed power supply circuit card combination in the card cage. Upon inserting test cards, the control panel booted to a normal screen.

Event description:
It was reported that the arctic sun device was booting to a red screen, biomed had tried reseating the circuit boards and connectors but the issue had not been resolved. The device would be coming in for an assessment. Per investigator notification received on 10jul2023, it was reported that the missing retaining bolt stud left side of shell in the middle leaving an open hole. Hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Per investigator notification received on 12jul2023, it was reported that the root cause of the red screen was determined to be a failed isolation circuit card and a failed power supply circuit card combination in the card cage. Upon inserting test cards, the control panel booted to a normal screen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.